Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results when compared to another meter. No results were reported at the time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.